Event description:
The customer reported high blood glucose levels. The customer changed the infusion set four times and noticed that insulin had leaked into the reservoir compartment. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the prime, displacement, occlusion and excessive no delivery tests. However, moisture damage was noted on the motor assembly and liquid crystal display board during visual inspection.